Manufacturer narrative:
Retainer ring = black. Customer alleged cosmetic damage/device test failed and audio anomaly on (B)(6) 2021. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with missing segments/partial display due to cracked glass on the electronic assembly. However, performed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. Successfully downloaded history files and traces using thus software. No unexpected audio anomaly or absence of audio alarms or pump error (63) alarm noted in history file. Moisture damage on the battery tube and motor assembly also noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case (corner of belt clip rails ) and cracked battery tube threads. Carelink report added to file in s.s. In summary, customer alleged audio anomaly not confirmed. Cosmetic damaged and device test failed confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the pump does not alarms all the time. Customer stated that the vibrating was not working and also audio not working sometimes. Customer stated that during self test pump did not vibrate. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.